Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was microscopically and visually examined. There were numerous shaft kinks to the device. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen, inflation lumen, and the balloon. At 8cm from the tip, there was a puncture in both the guidewire lumen, and inflation lumen which indicates an interaction with a guidewire. The balloon was loosely folded. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the device could not cross the lesion. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A stingray lp catheter re-entry device was selected for use. During the procedure, it was noted that the device was could not cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the guidewire lumen, and inflation lumen was punctured.